Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed in the initial surgery. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) . Section h3 : the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: hs-incision enlarged. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) broke during insertion. The iol was implanted but subsequently removed in the same procedure. Account indicated that lens removal necessitated a larger eye incision. No vitrectomy was required. No further information has been shared.